Event description:
The reporter stated that the zipper is damaged on the a panel of the canopy. No pt injury was reported.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation of the returned product shows that the large window a zipper slider body is open. The large window b zipper slider body is open. There is other damage to the canopy not relevant to this complaint. (B) (4).